Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity.¿ this report is number 3 of 5 mdrs filed for the same patient (reference 1825034-2016-01375 / 02089 / 02090 & 3002806535-2016-00363 / 00196 ). Remains implanted.

Event description:
It was reported that patient underwent a closed reduction procedure for the left hip approximately (3) months post-implantation due to subluxation.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this report was a duplicate of MFR 1825034-2016-01375 the initial report was submitted in error and should be voided.